Manufacturer narrative:
This supplemental report is being submitted, to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over four (4) years, since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "out of connector pin damaged" malfunction would likely, be wear and tear, as well as excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, image was not displayed and parts were damaged on the olympus rigid scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide connection pin came off. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was an image failure due to internal lens damage causing a cloudy field of view, the outer tube was bent, and there were deposits on the tip cover glass. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.